Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch form. The last 13 cases are of similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc in hilliard, oh. The dist, on 12/9-23/97 conducted the inspection. Rptr has also splken with FDA branch and two members of the medical device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about the ongoing and serious nature of this problem and the potential risk that critically ill pts may face. Ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Desferal (deferoxamine mesylate) administered after blood transfusion. Rn hung day 1 bag to run over 24 hr (at 10.5 ml/hr. Same rn noted bag still full after 12 hr. Pump changed, tubing retained, day 2 bag ran slow, required greater than 24 hr to infuse. Pat implant was add'l hosp day. Pump set to biomed, tubing was not retained. Pump evaluated in biomed, infuses on time.